Manufacturer narrative:
Tandem clinical diabetes specialist (cds) followed up with the customer and offered to discuss the event. The customer declined at the time and has not followed up with the cds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated and the customer alleged that it was due to the pump's delivery system. The customer declined to provide further information and declined troubleshooting.